Event description:
It was reported the ipg is inoperable and communication could not be established with any external devices. In addition, the pt programmer is displaying an error message. The scs system was last recharged approximately a year ago. A physician consult is forthcoming to determine the next course of action.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.